Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegations of damaged or defective electrode end and difficult to insert were confirmed basing on the observation of a deformed helix. Also induced damage was noted scuff marks on helix surface. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to helix damaged. Moreover, after crossing the sheath, a sense of discomfort felt on the lead upon entering to the right atrium and was removed. This lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to helix damaged. Moreover, after crossing the sheath, a sense of discomfort felt on the lead upon entering to the right atrium and was removed. This lead was replaced and never in service. No adverse patient effects were reported.